Manufacturer narrative:
Product ID: 8780, lot# 0209493474, implanted: (B)(6) 2015, product type: catheter; product ID: 8780, lot# 0209493474, implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. The correct lot number of the catheter was provided. It was further clarified that the surgical intervention, catheter dye study and pump rotor study previously scheduled for (B)(6) 2019 did not occur because the insurance company didn't want to pay. Therefore, the pump and catheter remained implanted and in service and there was no new operation date scheduled.

Manufacturer narrative:
Product ID: 8780, lot# 020943474, serial# n/a, implanted: (B)(6) 2015, explanted: n/a, product type: catheter; product ID: 8780, lot# 020943474, serial# n/a, implanted: (B)(6) 2015, explanted: n/a, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath; lot# unknown; serial# n/a; implanted: unknown; explanted: unknown; product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving morphine 16 mg/ml at a dose of 2.7 mg/day and bupivacaine 4 mg/ml at a dose of 1 mg/day via an implantable intrathecal pump. The indication for use was not provided. It was reported that a volume discrepancy occurred where 8.7 ml was expected, but the effective volume was 12.5 ml. The patient experienced underdose symptoms. There was no alarm on the pump, but they forgot to interrogate the log files. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting had been performed and no interventions/action had been taken yet. The issue was not resolved at the time of the report. Surgical intervention was scheduled for (B)(6) 2019. It was reported that first the doctor will change the catheter, then she make a bolus on the operating room (or) table and look if the pump works properly. Replacement of the pump is only planned if there is a malfunction of the pump suspected. The doctor plans to do the catheter dye study and pump rotor study in the or on (B)(6) 2019. No further complications were reported and/or anticipated.